Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely black out screen during down angulation occurred due to a defective charge-coupled device unit. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. And the investigation is in process. During inspection and testing of the device, service observed no image was displayed during down angulation; due to damage to the charge coupled device (ccd) unit. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the bronchovideoscope displayed a black screen (no image), sometimes during inspection for use prior to a diagnostic tracheoscopy procedure. The intended procedure was completed using a similar device. There were no delays. The patient was not under sedation. And no patient or user harm was reported due to the event.